Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the faceplate of 3 lvps were swapped, meaning that their epic barcodes were also swapped. Additionally, the sticker on the front did not match the serial number on the back which caused the infusions to not go to the correct patients. The nurses caught the issue and were able to work with trimedx to resolve the issue. The issue was fixed and the correct faceplates were installed onto the correct pumps. There was no patient impact to the adult patients.